Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis can be attributed to patient breach in infection control when performing pd therapy. Moreover, the patient¿s concomitant hypoglycemia (characterized by unresponsiveness) was due to pre-existing comorbid conditions of diabetes mellitus with failure to thrive and poor oral intake. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
On 26/jul/2023, it was reported that this patient on peritoneal dialysis (pd) was diagnosed with peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was found unresponsive on (B)(6) 2023. As a result, the patient was taken to the hospital via ambulance. Per the nurse, it was discovered the patient was hypoglycemic with a reported blood sugar of 12. The nurse stated the hypoglycemia was not related to pd therapy or fresenius products. The nurse provided a medical history of fragile pre-existing insulin dependent diabetes mellitus, with failure to thrive, poor oral intake and generally ill. The nurse attributes hypoglycemia to the patient¿s pre-existing conditions. Regarding the initial report of peritonitis, the nurse indicated that the patient had a pd culture obtained in the hospital which prompted a concomitant diagnosis of peritonitis. However, the nurse did not have the pd culture results available. The patient was treated with intravenous (IV) antibiotic therapy (details were unknown). Additionally, the patient was switched to hemodialysis for renal replacement needs due to patient¿s overall condition. The patient remained hospitalized with covid and family discussions around hospice service at the time follow-up was completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in infection control when performing pd treatment.

Event description:
On 26/jul/2023, it was reported that this patient on peritoneal dialysis (pd) was diagnosed with peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was found unresponsive on 7/jul/2023. As a result, the patient was taken to the hospital via ambulance. Per the nurse, it was discovered the patient was hypoglycemic with a reported blood sugar of 12. The nurse stated the hypoglycemia was not related to pd therapy or fresenius products. The nurse provided a medical history of fragile pre-existing insulin dependent diabetes mellitus, with failure to thrive, poor oral intake and generally ill. The nurse attributes hypoglycemia to the patient¿s pre-existing conditions. Regarding the initial report of peritonitis, the nurse indicated that the patient had a pd culture obtained in the hospital which prompted a concomitant diagnosis of peritonitis. However, the nurse did not have the pd culture results available. The patient was treated with intravenous (IV) antibiotic therapy (details were unknown). Additionally, the patient was switched to hemodialysis for renal replacement needs due to patient¿s overall condition. The patient remained hospitalized with covid and family discussions around hospice service at the time follow-up was completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in infection control when performing pd treatment.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. A device history record (DHR) review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.